Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, noise, elevated sensing integrity counter (sic), high impedance, undefined impedance, impedance spike, high rate non-sustained episodes, and was possibly fractured. The lead was capped and replaced. During replacement of the rv lead, it was noted that the patient had very difficult venous access and the vein was stenosed in several places. The physician attempted venoplasty to open up the stenosed sections and widen access. The physician attempted to place the first lead down the vein but while pushing the lead in, they felt that they had potentially fractured the lead. The lead was not used. Another lead was attempted, and while attempting to implant that lead the physician felt they kinked the lead. More venoplasty was done and a third lead was able to be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed right ventricular defibrillation coil became extrinsically distorted due to pul ling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.